Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was in setup and received an alarm on the liberty select cycler. The patient turned the cycler off but did not record the error code. Technical support had the patient turn on the cycler so they could go to the alarm history but after several attempts they were unable to get into diagnostics. The patient was instructed to open the door on the ready screen to remove the cassette and the patient stated he was smelling, a burning smell coming from the cycler. The patient was not connected. The patient was unable to access alarm history screen due to entering the password multiple times and not being able to get in. After rebooting the cycler, the patient reached the ready screen and smelled a burning smell coming from the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed that the patient was able to complete two cycles of manual exchanges. The pdrn confirmed that no patient adverse effects were experienced, and no medical intervention was required. It was confirmed that smoke was observed coming from the cycler. The cycler was returned to the manufacturer and a replacement cycler was provided and received.

Event description:
It was reported that a peritoneal dialysis (pd) patient was in setup and received an alarm on the liberty select cycler. The patient turned the cycler off but did not record the error code. Technical support had the patient turn on the cycler so they could go to the alarm history but after several attempts they were unable to get into diagnostics. The patient was instructed to open the door on the ready screen to remove the cassette and the patient stated he was smelling, a burning smell coming from the cycler. The patient was not connected. The patient was unable to access alarm history screen due to entering the password multiple times and not being able to get in. After rebooting the cycler, the patient reached the ready screen and smelled a burning smell coming from the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed that the patient was able to complete two cycles of manual exchanges. The pdrn confirmed that no patient adverse effects were experienced, and no medical intervention was required. It was confirmed that smoke was observed coming from the cycler. The cycler was returned to the manufacturer and a replacement cycler was provided and received.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. The cycler was found to have insect infestation, the cycler will be quarantined and an investigation cannot be performed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.